Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was onsite and found this arctic sun device did not have flow during the functional check, inlet pressure (ip) was -4.6, circulation pump command (cpc) was 100 percentage, flow was 0.0. Per wo notes, the device was coming in for flow meter failure.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed flow meter. The device was evaluated upon receipt. The flow meter was confirmed to have failed. Three shell panels were found to be damaged. Control panel would not boot up. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was onsite and found this arctic sun device did not have flow during the functional check, inlet pressure (ip) was negative 4.6, circulation pump command (cpc) was 100 percentage, flow was 0.0. Per wo notes, the device was coming in for flow meter failure.